Event description:
It was reported that an adverse event occurred in surgery. The procedure was a bilateral deep brain stimulation surgery in the right chest with a primary cell device. When the left extension was taken out of the package it was bent according to the surgeon. The surgeon then proceeded to use the tunneler to pull both leads and as he was pulling the plastic piece on the tunneler broke off in the pt's neck. The pt had to have another small incision in order to pull out the plastic extension piece. The piece was retrieved. The pt was doing fine; had no ill effects from the surgery aside from the other small incision. The equipment will be sent back. Additional info from the user facility: during deep brain stimulator surgery, the passer broke off in pt's neck. Surgeon was able to retrieve this device.

Manufacturer narrative:
(B) (4): catalog#: 37085-60, (B) (4): returned to manufacturer on: 2/16/2010.